Event description:
It was reported that this implantable cardioverter defibrillator implantable cardioverter defibrillator (ICD) was explanted and replaced, and the overall battery longevity was in line with expectation for this device. After the device replacement, the physician consulted the previous follow up data and noted that in (B)(6) 2020, the battery longevity was two years and in (B)(6) 2021 the device reached explant indicator. Reportedly, there were no programming changes and no changes in the stimulation threshold or percentage, the device also did not deliver any therapy during this time. Therefore, premature discharge of battery was suspected. The device is expected to be returned for analysis. No additional adverse patient effects. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of premature discharge of battery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced, and the overall battery longevity was in line with expectation for this device. After the device replacement, the physician consulted the previous follow up data and noted that in september 2020, the battery longevity was two years and in october 2021 the device reached explant indicator. Reportedly, there were no programming changes and no changes in the stimulation threshold or percentage, the device also did not deliver any therapy during this time. Therefore, premature discharge of battery was suspected. The device is expected to be returned for analysis. No additional adverse patient effects. The device was returned for analysis.